Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that status post implant the patient experience "a small contrast extravasation," incisional pain and fever. The extravasation was thought to be related to the device. No further patient complications were reported as a result of this event.